Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot number gd895771 was manufactured between the dates of 10/24/2013 and 10/31/2014. The device was not available for evaluation. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the pouch of a minicap was not completely sealed, leading to the iodine in the device being dry. This was noted before patient use. There was no patient involvement. No additional information is available.